Event description:
A report was received that shortly after implant the patient developed an epidural hematoma. The patient was unable to feel his legs and could not move them. A catscan was performed which confirmed there was an epidural hematoma. The physician cut the paddle lead and removed it from the epidural space. A portion of the paddle lead and the ipg were left in the patient. Decompression was done to drain the epidural hematoma and the patient was placed on IV steroids. The patient was in therapy and now is able to move his legs and walk.

Manufacturer narrative:
This is the final report.